Manufacturer narrative:
Concomitant medical product: product ID: ddbc3d1 ICD, date of implant: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.